Event description:
It was reported that clinician programmer antenna didn¿t find implantable neurostimulator (ins) devices without pressing hard into the patient causing discomfort. It would give a message of interference, the manufacturer representative moved the patient to another room, removed all equipment from the area near the patient, and it wouldn¿t respond until the manufacturer representative pressed hard and caused blood to weep out from the incision. The clinician programmer had a telemetry issue. It did work, but with difficulty. The manufacturer representative had already reported this incident. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID 8840, serial# (B)(4), product type: programmer, physician. (B)(4).